Manufacturer narrative:
Other text: h3, h6 - updated two devices were received for investigation. Visual inspection of the device one showed that there was a tear on the cuff. Visual inspection of device two showed that there was a red band of color around the connector near the neck flange. T he devices were functionally tested. The device was inflated using air. It showed signs of trying to inflate, but the air immediately diffused from the cuff. There was one leak detected at the proximal cuff band on top portion of the shaft curve. It is concluded that the cuff had been over inflated, which precipitated the tear. No corrective actions are planned at this time. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that while in use with a patient "by the tracheal cannula, the cuff has bursted!" There was a pinhead-sized hole in the cuff. Customer states that the cannulas are not able to be reprocessed more than 4 to 5 times, when they are accustomed to reprocessing 10 times. Cuff burst "out of nowhere while eating. Was blocked with 8 ml. Since it unfortunately occurred again during the meal, therefore a renewed aspiration and oxygen were needed. Once again a pinhead-sized hole could be noticed in the cuff. The patient has recovered after aspirations within 1-2 days under ongoing therapy."

Manufacturer narrative:
Other, other text: d4: lot number, expiration date, UDI section, and h4: manufacture date are unknown, no information available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.